Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user had difficulty seeing drops, removed the cartridge, and observed insulin leaking from the cartridge, after which the user was guided through restarting the supply change and successfully verified drops; the issue involved a leak associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal, consistent with a leak or splash involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.